Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen (unknown) 1500 mcg/ml at 131.2 mcg via an implantable pump. It was reported that there was erosion of the pump through the skin. No environmental/external/patient factors may have led or contributed to the issue. Her pocket was revised and she had a new pump implanted due to pocket erosion through the skin. The affected area was about 3-4 cm in length at the top left border of the pump. The issue was resolved at the time of this report.

Manufacturer narrative:
H3 ¿ reduced analysis found that there were no anomalies, and no further destructive testing was required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.